Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, given allegation was not confirmed as noise was not observed during lead analysis. However, analysis through visual inspection showed that this right ventricular (rv) lead had a tri-lumen insulation damage which had then expose the rate sense (rs) coils. The location and type of lead damage was most likely due to lead-on-device contact.

Event description:
Boston scientific received information that there was noise observed on this right ventricular (rv) lead. There was no therapy given due to noise and there was no patient's symptoms observed. Additional information from the field representative had indicated that the cause of noise was not determined. This rv lead was explanted. No adverse patient effects were reported.